Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Insert did not seat in tibia baseplate. We opened another insert that seated fine.